Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nail migrated means it moved down postoperatively. During removal surgery the nail broke at the distal side of screw hole.

Manufacturer narrative:
(B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016 a patient was implanted with trochanteric fixation nail-advanced (tfna) middle nail to treat the atypical femoral fracture. Surgeon implanted tfna middle nail with 9 mm diameter as the patient¿s medullary canal was narrow. The distal locking was done by inserting a locking screw to the dynamic locking hole of the nail. Around three (3) months after the primary surgery, it was found that the nail has migrated. Removal surgery was performed on (B)(6) 2017; however the nail was not able to be removed and was left in the patient. This report addresses the postoperative migration of the nail. Complaint for issue during removal surgery is has been captured under linked complaint (B)(4). This report is for one (1) 9mm/125 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for complaint (B)(4).